Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready ID (crrs ID) on the echo.

Manufacturer narrative:
Review of the results show a negative result for cell 2 which should be positive for anti-fya. The customer re-tested sample and received equivocal results on cell 2. Unable to rule out antibody concentration of sample being at the threshold of detection.